Event description:
When the stent was withdrawn into the guidecatheter, it caught on the tip of the guide and stripped off. The stent was successfully snared from the pt. The pt is a male, with no past cardiac history expect for atrial fibrillation and admitted with accelerating angina. The target lesion was the mid right coronary artery (rca), which had a 90% focal stenosis. The lesion was not tortuous, but there was some calcification present. The case was elective. The stent was properly inspected and prepped. No negative pressure was applied prior to deployment of the stent. A guidewire passed without difficulty, the lesion was pre-treated with compliance balloon angioplasty and the balloon passed with no difficulties. Upon introducing the stent into the rca, it stuck in the proximal rca and did not reach the lesion. At that time the decision was made to pull back the stent, and do additional balloon angioplasty before stent deployment. In the pulling back process, the stent stuck against the tip of the guidecatheter (jr4, 6 french) and remained inside the proximal rca while the balloon was pulled into the guidecatheter. The stent was successfully snared. A second attempt (after stent removal) to treat the lesion with a buddy wire system helped to advance another cypher stent into mid rca. The proximal rca was also stented. There was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.